Event description:
Customer reported a past high blood glucose event, but the specific value was not provided and displayed as "high." Cause was not known. Customer performed a correction injection using multiple daily injections and was advised by technical support to consult with a healthcare provider regarding factors affecting blood glucose levels.